Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Retracting med watch: does not meet the definition of an MDR reportable event. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention: there is no evidence of a reportable time delay for any specific procedure. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the power drive batteries failed and did not hold a charge. It was only a year or less old. Some were only put to use within the last three to four months. Issues with these batteries were mostly detected during procedures as they often die and require replacement, which incurs a time period and extension of operating time. There have been no reports of this effecting the operating outcomes. Additional lots include: (1) c111218, (5) c120725, (3) c120904 and (1) c120321. This is report 9 of 10 for (B)(4).